Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to (B)(6) surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) is defective.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10, h11. Corrected section: b5- summary, h-6 problem code- corrected from "insufficient information 3190" to "fitting problem 2183" communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device (10/213/67) enter investigation the device was returned to the factory for evaluation on 08/02/2021. An investigation was conducted on 08/10/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device. The tension spring assembly was inside the delivery device, with the seal in an opened state. The blue slide lock was dis-engaged and the plunger was fully pressed. Blood was observed on the delivery device as well as on the seal indicating an attempt was made to introduce the device into the aorta. The seal and tension spring assembly was removed from the delivery device with no physical or visual defects observed. No measurements of the delivery device were taken due to the presence of blood. There were no visual defects observed on the seal, no cracks or delamination were observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) is defective. The system was successfully released, however, the part that should normally be inside the aorta came out spontaneously from the hole created in the aorta without pulling the white part. They used a second heart string. There was no patient effect.